Event description:
On (B) (6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that the one touch ultralink meter is giving an error 5 message. A no response letter was sent to the patient. This complaint is classified according to the documentation of the customer care advocate. The patient uses the insulin pump to manage her diabetes. The error 5 issue began on (B) (6) 2009 at 5 pm. Reportedly, 45 minutes later, the patient developed symptoms described as "convulsion, shaky, and non-responsive." Prior to the arrival of the paramedics, the patient's husband treated the patient with a shot of glucagon. When the paramedics arrived, the patient obtained a blood glucose reading of "20 mg/dl" on the emt meter at 7:05 pm and was given IV glucose. At around 7:35 pm, the patient tested at "152 mg/dl" on the emt meter. It would have been helpful to know the patient's diabetes medication regiment and testing frequency, the duration of the symptoms, what treatment did the patient receive in order of the symptoms to abate, could the symptoms have been prevented, was the patient's diabetes medication changed immediately before or sometime after the aforementioned symptoms and the events leading up to the patient's medical intervention such as blood glucose readings, diabetes medication intake, food intake, and physical activities. During troubleshooting, the customer care advocate verified that the sample was drawn completely to the test area, the test strips were within the discard date, and the testing process is correct, and the reported issue was not resolved. This complaint is being reported because, the patient claimed she developed symptoms that can be associated with hypoglycemia and received medical intervention after the error 5 began. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.